Manufacturer narrative:
After review of additional information received sections have been updated accordingly. Corrected section: catalog# (1650de). Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. No failure detected; controller log files were not available for analysis, however, the battery performed per specifications. *this is report one of two reports ( 3007042319-2015-03223,03224) submitted for devices related to the same event file attachments. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of two reports ( 3007042319-2015-03223,03224) submitted for devices related to the same event.

Event description:
It was reported that this patient recognized that the controller changed from one power port to the other one before batteries were down to 25%. The batteries were replaced and there was no reported effect on the patient. Investigation is ongoing.